Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is very dim and has been for about 4 months. There was no trauma or moisture issue. The contrast was set accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the display was found to be dim and pink. Unrelated to the initial complaint, the bolus button was found to be torn/punctured, but responsive to testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.